Event description:
Additional information received indicated that programming changes were made to the threshold and sensitivity of the lead. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient to the clinic with twitching around their pacemaker site. Interrogation showed phrenic nerve stimulation, low pacing impedance and noise on the atrial lead causing inappropriate mode switches. No changes were reported.